Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial (ra) lead showed high impedance, pacing and sensing "failure." A fracture was visualized on x-ray. The physician reprogrammed the device to vvir to "discontinue" the use of the ra lead. Therefore, the lead remains implanted but not in use. No patient complications were reported as a result of this event.